Manufacturer narrative:
The following fields were updated due to additional information : d.9. Device available for eval? : yes. D.9. Returned to manufacturer on : 12/02/2021. H.6. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No. Visual examination was carried out on the returned sample photos and a bent patient end of cannula was observed. No manufacturing related issues were observed. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter : the patient reported upon priming unable to press the button.

Event description:
It was reported that 1 bd ultra-fine¿ pro pen needle was difficult to operate. The following information was provided by the initial reporter : the patient reported upon priming unable to press the button.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date : unknown.